Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: software, m021083001, version: 4.2.1 refer to regulatory report number 1723170-2026-01013 for the navigation system information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the patient underwent a cervical spine procedure on (B)(6) 2025. The patient was discharged 5 days later with at home care instructions. It was reported that the patient's recovery from the cervical spine procedure was progressing as expected. On (B)(6) 2025, the patient returned to the physician with complaints of lower back pain and a follow-up lumbar procedure was recommended. During the lumbar procedure, a navigation system was used to place the screws. It was reported that the patient developed hypotension intraoperatively, resulting in the anesthesiologist ending the procedure. Prior to ending the procedure, the physician used an imaging system to take a fluoroscopy image. The imaging reportedly showed a misplaced pedicle screw at l3, the screw did not enter the vertebral body. According to the reporter, the screw placement may have resulted in injury to adjacent blood vessels, contributing to blood loss and the patient's hypotension. Following the procedure, the patient was admitted to the intensive care unit (ICU), where hemorrhagic shock was reported. During a subsequent surgical procedure, an injury to the lumbar artery approximately 2-3cm proximally was observed by the surg eons. The patient remained under medical care and passed away on (B)(6) 2025 from the complications. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic n avigation's o-arm system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.